Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device serial number and UDI section is unknown, no product information has been provided to date.

Event description:
It was reported that after starting the respirator it goes automatically into ?silent mode' and the high pressure alarm does not go off even when the pressure over exceeds the maximum values. The respirator does not indicate anything wrong at that moment as if everything was in order. No patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was returned in good condition. Functional testing found the reported issue is the normal functioning of the device, the electronic alarms start in silence mode for 60 seconds to allow time to be attached to a patient as explained in the user manual. After the 60 seconds the audio alarm starts. Device passed all functional testing. No problem found.